Event description:
Implant didn't achieve osseointegration, primary stability was achieved, implant was completely covered with bone, thread tap used, smoker, periodontal disease, complication in site preparation, inadequate bone quality/quantity, infection, bleeding.